Event description:
A signal loss error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced confusion, shivering and cold and was unable to self-treat. Customer had contact with paramedics who administered oral glucose during transport to the emergency room (ER). Upon arrival to the ER the customer was treated with intravenous glucose. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues observed. Attempted communication between returned reader and known good sensor. Sensor successfully communicated with the returned reader. Scan timeout error message was not observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues observed. Attempted communication between returned reader and known good sensor. Sensor successfully communicated with the returned reader. Scan timeout error message was not observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measure to be within specification range (4.75v-5.25v). An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced confusion, shivering and cold and was unable to self-treat. Customer had contact with paramedics who administered oral glucose during transport to the emergency room (ER). Upon arrival to the ER the customer was treated with intravenous glucose. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced confusion, shivering and cold and was unable to self-treat. Customer had contact with paramedics who administered oral glucose during transport to the emergency room (ER). Upon arrival to the ER the customer was treated with intravenous glucose. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced confusion, shivering and cold and was unable to self-treat. Customer had contact with paramedics who administered oral glucose during transport to the emergency room (ER). Upon arrival to the ER the customer was treated with intravenous glucose. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.